Event description:
A malfunction alarm known as malfunction code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with pump reset information, and after resetting, the malfunction code did not recur. The customer continued using the pump and was advised to report any future malfunctions.